Manufacturer narrative:
Results: one hundred twelve unused samples from lot # 6306789 were returned for evaluation. All samples were evaluated for IV needle retraction and lock-out. No defects were identified. The needle retraction failure reported is a known issue and a CAPA has been initiated, therefore a DHR review was not required. Conclusion: the root cause for this incident was determined to be a manufacturing deficiency. Remedial action required: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set failed to retract durin use. There was no report of injury or medical intervention.